Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose and the pump was under delivering. Customer¿s blood glucose value at time of incident was 374 mg/dl and current blood glucose value was 390 mg/dl. Customer alleged pump was under delivering because of the high blood glucose value. Customer performed self test and it passed. High pressure test was performed and insulin flow block was found. Insulin pump will not be returned for analysis.